Event description:
The external pulse generator was returned for service due to being dropped and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator had been dropped and was unable to confirm that the ventricular channel had been destroyed. Analysis did find that the upper and lower cases, both bail covers, the ventricle output connector and the battery drawer were broken, that the ring cover was contaminated, the battery contacts compressed, the keyboard was scratched and the serial number label was damaged.